Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they presented to the emergency room about a week ago experiencing chest pain. The pain was in the upper chest from the armpit, across the chest to the other armpit. The patient indicated that the leadless implantable pulse generator (ipg) was pacing below the lower limit and they experienced bradycardia. The patient noted that when they bend over and stand up again, they can hardly breath. The patient also noted that prior to implant of the leadless ipg they never had atrial fibrillation (af) however now they have af. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.